Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with the variable angle locking compression plate (va lcp dr). Post operatively, the patient experienced complex regional pain syndrome. Patient recovered without persistent damage per checkup on (B)(6) 2012. This report is for an unknown va lcp plate. This is report 1 of 1 for complaint (B)(4).